Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending (lad) artery. After placement of a non-abbott guide wire, pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). The 2.5x18mm xience xpedition stent delivery system (sds) failed multiple attempts to cross the lesion reportedly due to interactions with the patient's anatomy. During withdrawal of the sds, resistance was met with the guiding catheter, and the stent implant dislodged from the sds balloon inside the guiding catheter. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 2.5x18mm xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was confirmed. The difficulty removing the device from the guiding catheter could not be tested due to the stent dislodgement. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.